Manufacturer narrative:
It was reported that the patient underwent a bladder sling revision on (B)(6) 2002. It was reported that the patient underwent a bladder sling revision on (B)(6) 2002. It was reported that the patient underwent a vaginal mesh removal on (B)(6) 2009. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-25709. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was also reported that the patient underwent surgical procedures on (B)(6) 2007, (B)(6) 2009, and (B)(6) 2011 and perigee, intepro y sling and elevate were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat cystocele and mesh was implanted.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency urgency, and urge incontinence.

Event description:
Details: it was reported that following insertion the patient experienced urinary frequency urgency, and urge incontinence.